Manufacturer narrative:
The pump gave a motor error alarm during the occlusion test and was unable to prime during the prime test due to a faulty force sensor resistor. The motor passed the motor test, operating currents test, self test, unexpected restart, rewind, basic occlusion and displacement tests. Unable to perform the no delivery alarm tests due to the motor error alarm. The pump had a cracked case at the display window corner, cracked battery tube threads, and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call indicating a motor error alarm and pump failure from the insulin pump. The customer's blood glucose reading was 89 mg/dl. The customer stated that she pushed the plunger and insulin did not exit. The customer cleared the alarm and finally got the pump to set. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer stated that there was no motor position encoder error in the alarm history. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.